Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. (B)(4).

Event description:
It was reported that 15 pmcf syringe caused blood exposure during use. The following was reported by the initial reporter: "it was reported via survey response that the clinician encountered difficulty drawing fluid / medication into syringe (5), packaging difficult to open / tears (10), exposure to blood / bodily fluid (15) related to luer lok and luer slip tip syringes."